Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported not being able to monitor glucose with sensor readings due to incompatible os. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s22, android 14, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 14 and app version 2.10.1.10406. Customer was unable to use their freestyle librelink due to their operating system not included in the compatibility list. As a result, customer was unable to monitor glucose with sensor readings and experienced symptoms of confusion and weakness, requiring treatment of baqsimi (glucagon nasal spray) by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 14. Customer was unable to use their freestyle librelink due to their operating system not included in the compatibility list. As a result, customer was unable to monitor glucose with sensor readings and experienced symptoms of confusion and weakness, requiring treatment of baqsimi (glucagon nasal spray) by hcp. There was no report of death or permanent impairment associated with this event.